Event description:
The customer's son stated that the customer was hospitalized due to hyperglycemia. The customer's son reported that the customer's blood glucose levels were over 900 mg/dl. The customer's son stated that prior to the elevated blood glucose levels, the customer had been experiencing low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests failed. Another infusion set and reservoir were not available to retry the tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.